Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 02/22/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Probable root cause for the complaint of under infusion could not be determined because no device or logs were returned for investigation. The facility investigated the large volume pump module and replaced the bottle side pressure sensor and recalibrated the device. The reported issue of under infusion could not be confirmed; no product or device logs were returned for investigation. The facility investigated the large volume pump module and replaced the bottle side pressure sensor and recalibrated the device. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported from the dallas spu that a primary infusion of rituximab 1000ml was programmed to infuse at a rate of 167ml/hour for the duration of approximately 6 hours while in use on an adult patient. At the end of the infusion it was found that rituximab 140ml had not infused. Pharmacy confirmed that the exact amount dispensed was rituximab 1000ml. The facility investigated the large volume pump module and replaced the bottle side pressure sensor and recalibrated the device. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported medication still had 140ml of fluid left to be infused at end of infusion. Pharmacy shows (through photos) that exact amount was dispensed (1000ml). Pump infused volume too slowly. No adverse consequences to patient were reported.

Event description:
It was reported from the dallas spu that a primary infusion of rituximab 1000ml was programmed to infuse. At the end of the infusion it was found that rituximab 140ml had not infused. Pharmacy confirmed that the exact amount dispensed was rituximab 1000ml. The facility investigated the large volume pump module and replaced the bottle side pressure sensor and recalibrated the device. There were no adverse effects caused to the patient from the event.